Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hemicolectomy, at the colon, the device was unable to fire. The surgeon was manipulating the stapler in the tissue. He was creating a side to side anastomosis. As he was getting the tissue into the correct position, he was opening and closing the stapler multiple times. When he felt the tissue was in the correct position, he attempted to fire the stapler. The handle ¿popped¿ on the first squeeze, and would not fire. There was no patient injury.